Event description:
A patient presented to ER doctor in 2005 with irregular periods. The doctor diagnosed pregnancy (^24 weeks). A pregnancy test (brand unknown) was positive. The patient reported the date of their last period as one month ago, but doctor doubted this was a real period. Patient was referred to gynecologist who estimated gestation at 30 weeks. However an ultrasound scan showed a 12 weeks fetus and severe fibroids. A clearview hcg pregnancy test was negative at this time.